Manufacturer narrative:
Correction: updated the FDA result codes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis nurse identified a fluid leak coincident with peritoneal dialysis therapy. The nurse reported that when they removed the cassette it had ruptured and leaked in the cycler. The technical support representative advised to discontinue use of the cycler. Cycler was replaced. Follow up with the peritoneal dialysis nurse confirmed the patient did not experience any complications as a result of the event. The patient completed treatment with continuous ambulatory peritoneal dialysis. The patient was given prophylactic antibiotics. The cycler was replaced. The cassette has been discarded.

Manufacturer narrative:
Correction: updated the FDA result codes.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.